Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroenterostomy bypass procedure, they connected the reload to the device for stomach resection. The surgeon clamped the tissue and confirmed status indicator flashed green, then pushed the blue button, however stapling was not advanced. They tried to replaced by a new adapter, and connected to the original the device, the stapling was successful. There was no injury caused to the patient and no medical intervention was required.